Manufacturer narrative:
As part of our investigation, multiple follow ups were made to the user facility to obtain additional information regarding the reported event but no information was obtained. The referenced scope was returned to the manufacturer evaluation. A visual inspection was performed on the scope by using a boroscope to inspect the channels. The instrument channel was checked and noted a black foreign object inside the channel from the biopsy port entry. The channel was further inspected and found a kink inside the channel from the biopsy port side. The suction channel was inspected and there was no damage. The scope passed leak test. In addition, the service group noted the probe at the distal end of the scope has a minor scratch. The bending section cover glue was cracked. The scope was purchased on december 18, 2018 and the last time the scope came in for service was april 10, 2019. The exact cause of the reported event could not be determined. However, based on the evaluation findings of the instrument channel , operator (unintended) error cannot be ruled out at a contributory factor.

Event description:
The manufacturer was informed that an balloon was attached to the scope at the beginning of the procedure and when they removed the scope from the patient, the balloon was missing. It is unknown what happened to the balloon as the user facility inspected inside the patient but could not locate the balloon. There was no patient injury reported.